Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. This report represents the second of two devices reported in this event. Refer to MDR 1226348-2018-10843 for information regarding the additional device.

Event description:
It was reported by the affiliate that after implantation a microsensor gave negative pressure readings. The neurosurgical team replaced it with another one. The second microsensor also displayed negative pressure readings. A third microsensor was implanted which gave the correct readings. This is the second of two products involved in this event.

Manufacturer narrative:
Additional information the device returned date was omitted from the previous report. This report has been updated to reflect the additional information.

Manufacturer narrative:
The device was returned for evaluation. Visual examination found the catheter material was damaged. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of manufacturing records was not possible, as no lot number was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The product code has been provided. This report has been updated with the additional information.